Event description:
During a pre-use check the 02 gas module emitted an acrid odor. No patient involvement or injury occurred. Alarms, unknown. The unit's 02 module was removed as it had smoke coming from it. The gas module has been replaced and tested within manufacturer's specifications and returned to service. This report was now provided by the user prompted by a recent gas module failure recently.